Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during bench analysis, it was discovered that the charging port was physically damaged. As this emergent issue was discovered during bench analysis, there was no patient involvement at the time, therefore no patient or user health consequences or impact occurred.